Event description:
Medtronic received information that during the implant of this 21mm aortic bioprosthetic valve, it was explanted and replaced with a 21mm valve of a different manufacturer. The reason for the replacment was reported as after cardiopulmonary bypass (cpb), a transesophageal (toe) echocardiogram discovered severe central regurgitation. It was further reported that the regurgitant jet was as wide as the left ventricular outflow tract (lvot). The patient then went back on (cpb) for explant of the valve. Inspection of the implanted valve occurred, and no paravalvular leak was noted, as well as no damage to the valve cusps. After explant and upon inspection of the valve outside of the chest, the valve cusps looked to be poorly coapting centrally. The patients procedure time was prolonged. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b.5: event description medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported avalus ultra sizers were used during the implant procedure, and the health care professional (hcp) has had previous experience implanting the valve. No clinical support was available. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: d.4: expiration date, serial #, unique identifier (UDI) #. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.